Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge displayed 90 percent charge, customer received a power source alert which resulted in a unexpected pump shutdown. Customer's blood glucose level was in the 180's (mg/dl). Reportedly, the customer continued to use the pump for insulin therapy.